Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 04-jan-2018, field service engineer (fse) was dispatched to customer's facility to address the reported event. Fse observed the cup pick up was not going down low enough. Fse adjusted the sorter alignment and lowered the z-axis. Fse then loaded the sorter with test cups, performed a sorter test and verified proper operation. The cup pick up was picking up cups and discarding them correctly without errors. The customer ran quality controls (qc) and all results were within acceptable range. Aia-900 instrument is operating as intended. No further action required from field service. The aia-900 instrument was installed at the facility on 14-sep-2017. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 14-sep-2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2204 sorter not picked up cup is generated when the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The solution for the customer is to check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of the reported issue was due to the sorter cup z-axis alignment needed to be adjusted.

Event description:
On (B)(6) 2018 a customer reported getting error 2204 sorter not picked up cup on the aia-900 instrument. Customer is unable to run intact parathyroid hormone (ipth) patient samples. On 04-jan-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction data in the date of fse dispatched was 04-jan-2018. The corrected date is 02-jan-2018. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.